Event description:
According to the initial report received by aso on (B)(6) 2025, the consumer states that after using the bandages, her daughter developed a severe infection, which has caused her significant distress. On the completed consumer information report (cir) received on (B)(6) 2025, the consumer states that the product caused her daughter to develop skin erythema streaking up the arm. Caused a burn, blistering around the edge of where the bandage was. Per cir the consumer went to st. Alphonsus urgent care, where she was prescribed amoxicillin-clavulanate 875-125 mg per tablet and triamcinolone 0.1 % ointment. The consumer states that the issue was with the tape area and that the symptoms did not correct after she stopped using the product. She was left with a permanent scar.

Manufacturer narrative:
As of 09/11/2025, retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.